Event description:
On 12/03/2004, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the patient had been admitted to the hospital with a driveline infection and became septic. During a procedure to address the infection the lvas reverted to basal rate mode and a rate control fault condition was displayed. The system controller was changed out, and still did not remedy the condition. It is believed that fluid may have been introduced into the system. It was decided at that time to switch to pneumatic back up using a stroke volume limiter (svl) and an ip drive console. The transplant coordinator stated that they would continue to address the infection, and they may have to change out the pump or put on a-1 transplant list.